Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The low threshold suspend and the high alert hyper alert functions properly. The insulin pump was uploaded using carelink pro; carelink pro listed all sensor test data. The insulin pump also properly recorded the threshold suspend alarm in the alarm history screen. No history anomaly or memory anomaly noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 207 mg/dl. The customer reported that some of the alarms from the insulin pump were not showing up in the history of the insulin pump. Troubleshooting was done. A self test performed on the insulin pump passed. The customer was advised that the insulin pump would need to be replaced for safety purposes. The customer was advised to discontinued use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional info was provided.